Event description:
A malfunction alarm was reported, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue recurs, which the customer acknowledged.